Event description:
It was reported that the physician confirmed the presence of an infection. The patient had initially been given antibiotics, but they were not effective, prompting the physician's decision to remove the vns system. The physician reported that the patient hit the chest area during a seizure, resulting in an external injury to the patient's chest. The lead then became exposed as a result of the injury. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A physician reported to the distributor that the patient's lead was exposed at the patient's chest. The patient had previously undergone generator replacement surgery a year prior to the observation of the extrusion. System diagnostics were performed and returned results within the normal limits, and no damage was observed on the lead. The physician also suspected that the site of the lead exposure had become infected. The patient initially only underwent treatment for the infection and lead exposure without device explant. Several days later, the patient underwent lead and generator explant surgery. The device history records were reviewed for the lead and generator and revealed that both devices were sterilized according to specification prior to release for distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data, initial report: explant date inadvertently listed incorrectly.